Manufacturer narrative:
The analysis did show that the bearings in the head of the handpiece have been gritty. Due to this condition they heated up if they have been in rotation. It is the result of the normal wear process which takes place during the use. The user instruction requests that prior to each treatment a functional and visual inspection has to be performed to ensure that the product is running within specification. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment the handpiece heated up but did not cause any injury. Patient just complained that the handpiece was getting hot. Dental office does not recall the patient's name to pull age and gender.